Manufacturer narrative:
Device alarmed constant unexpected restart alarm after battery instillation due to faulty connector on interface board on the interface board. Unable to verify spi to motor pic communication error alarm or battery out limit alarm due to unexpected restart alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received battery out limit. Customer¿s blood glucose was unknown. Customer stated that the insulin pump received multiple battery out limit alarms when batteries are out of the insulin pump. Customer were able to clear the alarm. Customer stated that the pump alarmed after battery change. The device will return for the analysis.